Event description:
It was reported that a clearlink system continu-flo solution set leaked. The patient was receiving a keep vein open (kvo) infusion and the clinician noted solution leaking. Upon closer inspection, "the IV tubing was cracked at one of the y-site ports between the pump and the patient". The infusion was completed, and the tubing was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.